Event description:
The following was reported to hamilton medical ag: on july 25, 2023, he received a report from the intensive care unit that the ventilator he was using failed to adjust respiratory parameters. Upon on-site inspection, the ventilator adjustment knob malfunctioned and was unable to adjust the parameters. After restarting the ventilator, it was normal. On (B)(6) 2023, he reported the fault again. After contacting the manufacturer's engineer, it was determined that the c1 encoder of the ventilator was malfunctioning, so he stopped using the ventilator without affecting the patient. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).